Event description:
New information received also notes that there was a lead fracture observed on the right ventricular lead.

Manufacturer narrative:
Additional information: a partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high pacing lead impedance, inadequate capture and loss of capture were observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable after the procedure.